Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the inflation lumen of the foley catheter on the 17th day of use.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the housing and the blue stem of the sample port came off on the 17th day of use.